Manufacturer narrative:
The catheter sample presented an expected appearance per the event description. The customer's reported complaint description of the catheter tip detached was confirmed. Per a review of the event description and the sample evaluation, the root cause of this event was user error during the procedure; a physician did multiple passes in incremental sections as he went down, contrary to the instructions at the IFU. For a total of about 350mm per 10 min with a catheter involved. According to the description, it can be concluded that during the procedure the laser was not always activated close to the lesion, and this could have caused damage to the optical fibers. Per ifu0110-02: 4. Warnings, 5: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. 8.4. Routine laser activation and advancement of auryon catheter through the lesion: note: the recommended catheter advancement rate is 1mm/sec. The advancement rate should generally be kept faster than 0.1mm/sec and slower than 3 mm/sec. Avoid higher advancement rates as plaque removal efficiency may be reduced. 8.4.2. Once the desired area is crossed with the auryon catheter, release the footswitch to stop the laser. At this point, you may choose to repeat lasing at areas of the treated lesion that seemed difficult to cross compared to other areas of the treated lesion. If difficulty to cross was noted, you should retrieve the catheter proximally to the lesion area and advance the catheter to the point(s) where difficulty(es) was (were) noted and press the footswitch pedal at this(ese) area(s) only. If no difficulty to cross was noted, then one pass is enough, and you can remove the catheter from the patient's body, and you may or may not visualize the effect at this point. In addition, the tip of the catheter which worked for 10 minutes not only as close as possible to the lesion, could detach while removing the catheter from the patient's body with the application of force when it got stuck at the end of the sheath. The root cause of the degradation of fibers cannot be definitively determined, however, a potential root cause for this type of tip detached failure mode is catheter was working for an extended period of time (the maximum allowed time) together with lasing in high energy for a relatively long time (in total 10 min) together with excessive forces that may have been applied (although there is no physical evidence of kinks along the shaft, high forces may still have been used). Lesion type and presence of blood may also be contributing factors, although per new information from the rep. (Below) it cannot be determined. No correction or corrective action is required for the catheter as no manufacturing non-conformance was observed during the catheter sample evaluation. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The root cause of tip detachment is related to user error during the procedure. As part of responding to the customer, the physician highlighted the relevant sections for this case from ifu0110-02. Labeling review: instructions for use (ifu0110-02) is provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4).

Event description:
An end user reported an issue with a 1.5mm eximo atherectomy catheter. During a procedure, the device was used for a full 10 minutes before removal. Upon removal, it was noted that the tip of the device had become detached inside the patient. The tip was removed from the patient using endovascular techniques and it was reported that the procedure was completed with another same device. The patient did not experience any adverse effects or harm as a result of this issue. The lesion was quite long, probably roughly 400 mm in total length. The physician did multiple passes (3) in incremental sections as the catheter went down. For a total of about 350mm with the first catheter.